Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. Twenty-three high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received tissue plasminogen activator treatment which resulted in the ventricular assist device parameters returning to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to the emergency department with high watt alarms and elevated flows. A preliminary review of the controller log files appears to have revealed an alarm that occurred on (B)(6) 2017 at 2144 hrs that lasted 20 seconds. This is reported to have occurred with the high watt alarm limit set at 5.5 watts and a hematocrit level set at 30. The patient had been recently started on iron supplements. On (B)(6) 2017, the site reported that a "code" was called and the patient underwent a computerized tomography (CT) scan and was transferred to the intensive care unit. They further reported that the patient's vad power consumption was increasing along with his lactate dehydrogenase (ldh) level and that the patient had a suspected pump thrombosis. No further information has been provided.

Manufacturer narrative:
Updated narrative: additional information received indicates that the patient presented to the emergency department with high watt alarms and elevated flows. He is further reported to have been asymptomatic and feeling fine. His lactate dehydrogenase (ldh) was reported to be 1100 and his international normalized ratio (inr) was therapeutic. A computerized tomography (CT) scan was negative; while an echocardiogram noted an increase in mitral valve regurgitation and left ventricular size. The patient was initially treated with "high intensity" heparin with a subsequent continued increase in ldh and vad parameters. He was then treated with thrombolytics with normalized ldh and vad parameters. The patient was discharged on (B)(6) 2017 and is reported to be doing well. He was seen at his outpatient clinic visit on (B)(6) 2017 and was noted to have normal vad parameters with a therapeutic inr and an ldh in the 200s. The patient's physician reported that the event was related to the device. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicates that the patient was treated with tissue plasminogen activator on (B)(6) 2017. Though the vad power consumption did subsequently decrease, the site reported that they were still higher than the patient's baseline parameters. On (B)(6) 2017, the patient developed slurred speech and a left facial droop. A stroke code was called and the patient's symptoms are reported to have resolved quickly without residual symptoms. A head computerized tomography scan revealed no new changes. The site reported that the patient's symptoms were likely caused by the left ventricular thrombus "embolizing clots". No further information has been provided. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.